Manufacturer narrative:
(B)(4). Batch #: v9425v. Investigation summary: the product was returned for evaluation. A visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch device was returned fully deployed and with the suture attached to the bag. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted to be stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembly of the device, no anomalies were noted with the internal components. The event reported was confirmed and it is related to improper use of the device. A potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch came off while removing a small gallbladder. The procedure was completed with a like device and with no patient consequence.